Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. The customer indicated it is not returning for our investigational efforts however if that changes or additional information is made available a supplemental report will be provided. (B)(4).

Event description:
While doing an ecls, the customer reported to find a kink in the tubing of the custom pack about 10 inches post oxygenator. The kink was cut out and the product was used to continue the procedure.

Manufacturer narrative:
Date was not entered in the initial MDR. Manufacturer date: 07/13/2016.

Event description:
While doing an ecls, the customer reported to find a kink in the tubing of the custom pack about 10 inches post oxygenator. The kink was cut out and the product was used to continue the procedure.